Manufacturer narrative:
(B)(4). Batch # n5501t. Manufacture date: 5/30/2016.

Manufacturer narrative:
(B)(4). Regarding batch n5501t: the batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that before a ladg, the blister was pierced with a hole and the sterilization was not unassured. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.